Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that a spring inside the device was broken was confirmed. An assessment was performed on the device which found that the lower trigger of the device was stuck and pressed in and the attachment coupling was not working properly. It was further noted that the compression spring on the bottom trigger was broken and the electric motor and coupling levers were corroded. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that a spring inside the small battery drive device broke while in use with the battery device that was not holding a charge. It was reported that there was no delay in procedure as an identical spare battery device was available and used with the same small battery drive device to complete the procedure successfully. The reporter stated that the issue with the small battery drive device started happening ¿a month or so ago.¿ it was reported that the battery device had not been holding a charge since they received it in (B)(6) 2016. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.